Event description:
After the brake was set, the brake pedal would return to the neutral position if the bed was bumped.

Manufacturer narrative:
The hill-rom field investigation indicated the brake pedal would migrate out of the brake position. The hill-rom field tech adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit.